Manufacturer narrative:
Device evaluation completed on august 27 2020: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Note: the device was received as the wrong serial number for the left side on (B)(6) 2020, therefore initial report for the left side reported that the device has not been received. Additional information on july 21 2020, indicated that the left device actually is the right device. And the issue of capsular contracture is bilateral. This is the reason the received of the right device is reported with this report, based on new information. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel, sm mpp gel 350cc on the left side, and 400cc on the right side, silicone breast implants which the patient experienced bilateral capsular contracture baker grade iii after implantation. The issue was confirmed by the physician. As a result patient had the device removed on (B)(6) 2020. This report is for the right prosthesis.